Event description:
Caller reported difficulty with the pump's quick bolus/wake button, requiring multiple presses to turn on the screen. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller on how to press the button correctly. The customer continued to use the pump for insulin therapy.